Event description:
Additional information: the device system was used to deliver hydromorphone and clonidine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient hit pump pocket on the bed and developed redness, pain and swelling around the incision. The patient also developed brown substance inside the pocket. Test ran, showed no infection; sterile seroma. A drain was inserted (B)(6) 2011. It was noted that the outcome was resolved without sequelae (B)(6) 2011.

Manufacturer narrative:
Catheter model # 8731 lot # 8731 implanted on: (B)(6) 2006 explanted on: unknown. (B)(4).